Event description:
My vascular surgeon used a starclose device after my renal artery angiogram, without even discussing it with me first. As soon as I went home, I developed a rash on my body that was red and itchy and the insertion site was painful and itched. I contacted the surgeon and told him I was sensitive to nickel, but no one had ever talked to me about this closure. He told me to take prednisone and diphenhydramine for 10 days. Ever since I've had this starclose device I have pain and itchiness at the site. I am told by the surgeon there is nothing he can do because the artery closed over the device.